Manufacturer narrative:
Visual and scanning electron microscopy (sem) analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported material rupture was likely due to circumstances of the procedure, as it is likely that the balloon rupture occurred due to interaction with the severely calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the treatment of a severely calcified, right superficial femoral artery (sfa), the armada 35 pta balloon ruptured on the 1st inflation, at 6 atmospheres (atm). The device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Another same sized armada balloon was used to successfully complete the procedure. No additional information was provided.